Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed battery failed alarm. Customer's blood glucose was unknown. Device alarmed a hardware low level failure alarm. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self-test and received with normal operating currents. No pump error 63 alarm during our testing. No damage found on the keypad assembly during our visual inspection. No unexpected failed battery test alarm noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.